Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the balloon of the catheter was injected with 10 ml of normal saline under aseptic technique to check if the balloon was intact. Stated that the 2 ml of saline could not be extracted from the balloon so the device was not used for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter was injected with 10 ml of normal saline under aseptic technique to check if the balloon was intact. Stated that the 2 ml of saline could not be extracted from the balloon so the device was not used for the patient.